Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.